Event description:
It was reported that the patient had a loss of therapeutic effect and a lack of tremor control in his right hand. The reporter stated that this started ¿about a week ago,¿ but a fall occurred ¿three weeks ago.¿ the patient fell going up the stairs, but noted that he did not his head. The reporter also reported reading a low out of range impedance value. The combination of electrodes 1 and 2 was 60 ohms. The reporter reviewed that the current impedance measurements were normal, but there had been a change since the patient¿s last visit in february 2014. The unipolar impedance of electrode 1 used to be 1,069 ohms, but changed to 681 ohms. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was possibly related to a fall. It was not clear which component the event was attributed to. Reprogramming occurred and the healthcare provider (hcp) avoided using electrodes 1 and 2 together. The patient regained tremor control. No hospitalization was required and the patient outcome was noted as no injury.